Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm emerge balloon catheter was advanced for dilation. However, during first inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications. Patient was stable. It was further reported that the target lesion was mildly tortuous and mildly calcified.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm emerge balloon catheter was advanced for dilation. However, during first inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications. Patient was stable. It was further reported that the target lesion was mildly tortuous and mildly calcified.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: fg emerge otw, us 2.00mm x 8mm balloon catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the shaft polymer extrusion identified no issues with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon material identified a 7mm longitudinal balloon tear/rupture at mid-section. Microscopic examination noted damage/stretching to the inner lumen at the distal end of the rupture. The inner was protruding from the rupture site. A microscopic examination of the markerbands identified the distal markerband was pinched. A microscopic examination of the tip identified no issues.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm emerge balloon catheter was advanced for dilation. The procedure was completed with another of same device. There were no patient complications. Patient was stable.